Event description:
The hcp reported that the pt experienced increased spasticity. It was determined that the catheter was fractured at a depth close to the entry point into the subarachnoid space. The catheter was replaced. Patient was referred to inpatient physical therapy. The pt recovered without sequela. The pt was receiving baclofen via the pump.